Event description:
It was reported that during a therapeutic ureteroscopy with laser lithotripsy some of the coating came off of this nitinol wire. All the fragments were successfully retrieved from the bladder and the case was completed with no patient complications.